Event description:
The customer ran blood tests on two contour meters with readings of 167 and 132mg/dl. She was experiencing hyperglycemic symptoms of headache and nausea and was taken to the hospital. She was retested and the reading was 250mg/dl. The customer was given IV insulin therapy and antiemetic medicine. Customer is expected to return the test strips for evaluation. Replacement strips and meter were sent to the customer.